Manufacturer narrative:
B3: updated. One device was returned for analysis. A review of the event history log (ehl) showed error code 1872. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the drive sound was dull. Error 1872 occurred. There was no patient involvement and no health damage to the patient in this incident.